Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol sepramesh ip, reference number 5959680, lot number wbtgs101 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol sepramesh ip, reference number 5959680, lot number wbtgs101 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2009, patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of sepramesh ip. Per operative notes, "hernia sac was marked but it was not a large hernia. A piece of sepramesh ip was placed inside the abdominal cavity and pulled the mesh against the abdominal wall that the shiny side of the mesh was faced towards the viscera. On (B)(6) 2009 and (B)(6) 2009, patient had post op abdominal pain. On (B)(6) 2014, patient had abdominal pain and adhesions thereby underwent robotic-assisted laparoscopic repair. Per operative notes, "an extensive and complicated lysis of adhesions was done. There were a few loops of small bowel that was adhesed and were removed. No hernial defect was visualized in the umbilicus or in the anterior abdominal wall.¿ (note: there was no mention/visualization of sepramesh ip during the repair). Attorney alleges that the patient had adhesions, bowel obstruction and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 years 9 months post implant of sepramesh ip, patient was diagnosed with abdominal pain, adhesions, bowel obstruction thereby underwent repair. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.